Event description:
It was reported that 48 months after implant, the ICD (implantable cardiac defibrillator) reached eri (elective replacement indicator) and was explanted because of suspected premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device(s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Other: trueimaximo vrimplantable pacemaker/cardio/defib. It was reported that 48 months after implant, the ICD (implantable cardiac defibrillator) reached eri (elective replacement indicator) and was explanted because of suspected premature battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed; visual examination: other device was out of specification in a manner that relates to event, premature eri (elective replacement indicator)